Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,pain'), fallopian tube perforation ('perforation fallopian tube(s))') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. B42242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included uterine bleeding, fibroids and polycystic ovarian syndrome. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping),pain lots of periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding),lots of pain and periods every other week 5 to 7 days"), fatigue ("fatigue"), coital bleeding ("bleeding after intercourse"), weight fluctuation ("weight gain/loss specify which one") and polymenorrhoea ("periods every other week 5 to 7 days."). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine/headache") and headache ("headache"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs,bladderproblems or changes"), urinary tract disorder ("urinary probs,urinary problems or changes,"), nausea ("nausea"), tooth disorder ("dental probs,dental problems,"), endometriosis ("endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy laparoscopic and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and polymenorrhoea had resolved, the fallopian tube perforation, uterine perforation, depression, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, fatigue, endometriosis, vaginal haemorrhage, coital bleeding and headache outcome was unknown and the weight fluctuation was resolving. The reporter considered abdominal pain, bladder disorder, coital bleeding, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder probs,urinary probs, migraine, nausea, dental probs, fatigue and endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,pain'), fallopian tube perforation ('perforation fallopian tube(s))') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. B42242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included uterine bleeding, fibroids and polycystic ovarian syndrome. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping),pain lots of periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding),lots of pain and periods every other week 5 to 7 days"), fatigue ("fatigue"), coital bleeding ("bleeding after intercourse"), weight fluctuation ("weight gain/loss specify which one") and polymenorrhoea ("periods every other week 5 to 7 days."). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine/headache") and headache ("headache"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs,bladderproblems or changes"), urinary tract disorder ("urinary probs,urinary problems or changes,"), nausea ("nausea"), tooth disorder ("dental probs,dental problems,"), endometriosis ("endometriosis") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy laparoscopic and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and polymenorrhoea had resolved, the fallopian tube perforation, uterine perforation, depression, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, fatigue, endometriosis, vaginal haemorrhage, coital bleeding and headache outcome was unknown and the weight fluctuation was resolving. The reporter considered abdominal pain, bladder disorder, coital bleeding, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder probs,urinary probs, migraine, nausea, dental probs, fatigue and endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : menorrhagia. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, depression, perforation fallopian tube(s)), perforation (uterus), weight gain/loss specify which one,, bleeding after intercourse, weight gain/loss specify which one, headache, periods every other week 5 to 7 days.medical history,concomitant conditions and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), migraine ("migraine"), nausea ("nausea"), tooth disorder ("dental probs"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved and the bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, fatigue and endometriosis outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder probs,urinary probs, migraine, nausea, dental probs, fatigue and endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: event injury was updated to events: pelvic pain abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder probs,urinary probs, migraine, nausea, dental probs, fatigue and endometriosis. Essure implant and explant date added. Outcome for events pelvic pain abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding b/w periods) were resolved. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.